Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use for a laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, upon opening the package, the laser fiber was removed from the hoop and it was noted to be broken in half. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported as a result of this event.